Event description:
The prepared vein from manufacturer was satisfactory when vein was tunneled through the patient 2 areas where the vessel had been tied during the manufacturing process broke off. On (B)(6) 2018 repaired by surgeon and vein utilized/implanted.